Event description:
It was reported that during a percutaneous coronary intervention, a guide wire tip detachment occurred. The lesion was located in the distal left anterior descending (lad) coronary artery. The physician was able to advance the guide wire with ease; however, 2 cm of the guide wire tip "sheared off" in a septal branch of the lad, and remains in the patient. No attempt was made to retrieve the separated portion of the guide wire. No further intervention for retrieval of the guide wire tip is planned. The procedure was completed with the placement of a stent. No further patient injuries or complications were reported. Patient status is listed as "stable."

Manufacturer narrative:
The complainant indicated that the guide wire will be retained; therefore, a failure analysis of the complaint device could not be completed. A review of historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.